Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
Dexcom was made aware on (B)(4) 2017, that on (B)(6) 2017, the patient experienced an intermittent audio alert on the receiver and an adverse event. The patient stated that they checked their blood glucose (bg) on (B)(6) 2017 and both the glucometer and receiver showed high values. The patient took a shot of insulin for the food they were going to eat. The patient was watching tv and fell asleep without eating and as a result of giving himself insulin and not eating, the patient stated that their bg bottomed out through the night. The patient stated on (B)(6) 2017, they woke up and left for work at 5:00am and their bg was below 45 mg/dl. While the patient was driving to work he got very sleepy and pulled over to sleep. When he woke up his bg was up and felt well enough to drive. When the patient arrived at work, he started to feel dopey again and his foreman said he was acting funny and reacting slow when he sat down. The foreman called 911 and it was indicated that the onsite job paramedic checked patient's bg and it was 39 mg/dl while the continuous glucose monitor (cgm) was displaying 43 mg/dl. The patient stated that the alert on the receiver never went off when he was having a low. The paramedics that were called arrived and tested the patient's bg, and it was 37 mg/dl. The paramedics administered the patient with dextrose 50 and gave him crackers. Within a few minutes the patient's bg was up to 257 mg/dl. At the time of contact, the patient was feeling good. No additional patient or event information is available. No product or data were provided for evaluation. The complaint confirmation was unable to be determined. A root cause could not be determined.